Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door failed. Field service engineer confirmed that there was no issue with device. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system door failed. There were no adverse events or injuries reported based on this event.